Manufacturer narrative:
The technician replaced the head up valve cartridge to repair the bed.

Event description:
Information received indicates the bed has no head up and could not be raised manually.